Event description:
It was reported that the patients implantable pulse generator pocket site has opened. Symptoms of drainage that appears to be serous fluid. It was noted that the patient has been cleaning the area with alcohol. The patient was prescribed antibiotics and will undergo a pocket revision procedure. Additional information was received that the patient underwent an ipg replacement procedure wherein the new ipg was implanted at the right side. The explanted device was discarded per facility policy.

Event description:
It was reported that the patients implantable pulse generator pocket site has opened. Symptoms of drainage that appears to be serous fluid. It was noted that the patient has been cleaning the area with alcohol. The patient was prescribed antibiotics and will undergo a pocket revision procedure.